Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 308 mg/dl. The customer stated that the numbers started scrolling up when trying to bolus. The customer stated that she was sweating and may have gotten sweat on it. The customer stated that the device kept vibrating, when she took a shower. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No unexpected numbers scrolling during testing. No unexpected vibration anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and missing end cap sticker.